Event description:
Complainant alleged that during a shift check,when the autopulse resuscitation system was powered on, it displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer attempted to turn the platform on/off; however, the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/04/2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying a user advisory 7 fault (discrepancy between load 1 and load 2 too large) was confirmed. The archive data shows that the ua 7 occurred on the reported event date of (B)(6) 2014. Investigation results indicated that the fault was caused by a failed load cell module 2.